Manufacturer narrative:
Follow up # 1/supplemental report text 03/03/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up #2 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated ((B)(4) 2011) by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately low compared to another meter . The medical surveillance specialist (mss) was unable to reach the lay user/patient or the mother for follow-up questions on (B)(6) 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2011 at 3:30pm. The patient's mother reported blood glucose readings of "194 mg/dl" with the subject meter and "283 mg/dl" on another meter(hospital meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The mother claimed that the patient manages his diabetes with insulin pump (apidra). Despite the alleged issue, the mother indicated that the patient continued taking his usual dose of insulin. At an unknown date/time, the mother reported the patient was vomiting and was experiencing head and muscle aches; however it was not specified if the symptoms occurred before or after the alleged issue began. Due to his symptoms, the mother claimed she contacted emergency medical services (ems). When the ems arrived, the mother stated he was tested by the ems meter with a reading of "283 mg/dl", then was administered IV fluids. According to the mother, when the patient was at the hospital, his reading was approximately at "600 mg/dl", so he was transferred to critical care. At the time of troubleshooting, the cca noted the patient used an approved sample site to obtain the lfs result(s), the subject meter's unit of measure was set correctly, the patient's process for testing was correct; however the cca was not able to verify if the test strips were good condition since the mother did not have the test strips available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the alleged readings correlated with the patient's hcp treatment. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.